Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose (bg) was 404 mg/dl. A manual insulin injection was administered to address bg level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.¿

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.